Manufacturer narrative:
(B)(6). Suhel y. Kotwal (2012) " intramedullary rod and cement static spacer construct in chronically infected total knee arthroplasty" the journal of arthroplasty, vol 27 no. 2. Common device name - biomet products reported in this article include the vanguard knee and orthopedic salvage system knee. Concomitant devices ¿ unknown biomet polyethylene bearing, catalog #: ni, lot #: ni; unknown biomet tibial component, catalog #: ni, lot #: ni. (B)(6). The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. This report is number 1 of 3 mdrs filed for the same patient (reference 0001825034-2017-05732 / 05734) - (B)(4).

Event description:
It is reported in a journal article that four (4) patients developed extensor lags between ten (10) and forty-five 45 degrees 12.7 to 73 months following knee arthroplasty. No additional patient consequences were reported. Attempts have been made to retrieve additional information, but no further information is available at this time.